Manufacturer narrative:
The insulin passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No excessive no delivery alarm. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. No moisture damage electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was around 40 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food. The customer stated that they the no delivery alarm was resolved by a complete set change. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. The insulin pump will be returned for analysis.